Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the mechanics were seized, jammed and moving heavily. It was further determined that the device failed tests for measure the oscillating frequency, 11700 to 14300 osc/min and verify if secured with pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and serving over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the oscillating saw attachment device was not working properly. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.